Manufacturer narrative:
Date sent to the FDA: 04/27/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on an unknown date and mesh was implanted. The patient experienced a recurrence of the ventral hernia. The patient then underwent an open procedure and the mesh was found to be scalloped in between the tacks. Additional information has been requested.